Event description:
The device was applied during open bowel resection surgery. Reportedly, a plastic component disengaged from the device and fell into the pt's cavity. The component was readily retrieved. The hosp has reported no pt injury occurred.